Event description:
A (B)(6) year old female patient underwent a placement of thoracic spinal cord stimulator electrode via t9-t10 laminotomy; placement of left buttock implantable pulse generator. Post procedure the patient complained of electric like shock at the battery site. The patient pain scaler was 10/10. The spinal cord stimulator was turned off and the patient was started on hydromorphone pca. Spinal cord stimulator interrogation showed high impedances. The patient was taken back to operating room for the removal of the spinal cord stimulator.